Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer reported that the surgeon was not able to take control of the sureform 60 stapler instrument on the universal surgical manipulator (usm) 2 after firing was completed. A 'visualize and straighten the wrist before removing' message displayed and the match grip icon was seen, but the surgeon could not complete matching grip to take control of the instrument. Reportedly, there was no issue with the instrument at the first fire with the blue reload. After the first fire, the customer changed to the green reload and the reported issue occurred. Since the surgeon could not take control of the instrument, the customer used the manual release knob (mrk) and removed the instrument. After this, the customer replaced the sureform 60 stapler instrument with a backup instrument of same kind and a new green reload, but the same issue re-occurred. After firing was completed, the surgeon could not take control of the instrument. The customer again used the mrk and removed the instrument from the usm2. Other instruments had no issue. The customer elected to convert to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments and accessory were inspected prior to use, and no damage was found. The customer was able to open the instrument jaws intraoperatively and release the tissue with the mrk. The customer indicated the instruments did not move at all during use and no holes or gaps (un-approximated tissue) appeared in the staple line. The conversion did not result in increasing port size incision or adding additional ports. In addition, there was no report of fragment(s) falling inside the patient. The target tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. No tissue tension or tissue bunching was observed. Intra-operative or post-operative complications and external collisions did not occur. After the procedure was converted, the field service engineer (fse) performed master tool manipulator (mtm) grip re-calibration to resolve the issue. The instruments will not be returned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. After unclamping the sureform 60 stapler instrument, the surgeon could not control the universal surgical manipulator (usm) 2 due to not able to complete the follow on matching grip (fomg). During field evaluation, the fse conducted an inspection and was able to reproduce the issue upon testing the sureform instrument. The fse calibrated the left master tool manipulator (mtml) grip to resolve the issue. No known impact or patient consequence was reported. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.